Event description:
Doctor was using drill for bone removal and extraction of wisdom teeth. During the removal of 38, the drill sounded slightly louder. When doctor repositioned drill, nose cone assembly had heated up and burnt patient's lower left lip and surrounding tissue. Patient was under general anesthesia. Patient was given a prescription for cortisporin ointment.